Event description:
Event description guidant received information that this sales representative called to discuss device follow-up following radiation therapy. There were no allegations against the device operation or functionality. Guidant received additional information that this device was found in fallback 'safety' mode following radiation therapy.